Event description:
Md feels the blade of the 10mm blant disposable trocar did not retract properly, causing a small rent & a bleeder in the pt's omentum. Surgeon could not isolate the bleeder well enough away from the bowel to safely cauterize therefore the decision was made to open the pt. Once the pt was open the rent & bleeder were isolated & grasped w/hemostats. These were closed w/ a running stitch of 3.0 vicryl which controlled bleeding very well. Pt is recovering well. No further problems. Subsequently, the pt did divulge to the surgeon post-operatively that pt failed to discontinue their aspirin therapy for the surgery. Md feels this contributed to bleeding.